Manufacturer narrative:
The complainant indicated that the filter remains implanted and the delivery device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.

Event description:
It was reported by the pt's son that "pt had an x-ray done and it was found that one of the arms on the filter had penetrated the artery or stomach. It happened where the intestine meets the stomach just below the sternum." Additional info regarding this event has been requested.